Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Because the part and lot numbers are unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two for the same event. Report one of two is reported on MFR #0001032347-2016-00609.

Event description:
A revision of a coronary artery bypass grafting (CABG) procedure took place due to a sternal plate failure. It is reported the screw heads sheared and another backed out of the third cross plate. The surgeon revised the patient by removing the two cross plates and sixteen unknown screws. The surgeon ensured fixation by using the sternalock 360 system plus a ladder plate and eleven screws. The surgeon indicated the revision was successful and the patient is recovering.